Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices were received and evaluated. Visual inspection confirms the reported issue of bent anchor. The anchor was bent at around 60-degree angle; however, the suture was still in place and intact upon the anchor and handle of the device. It was determined that a manufacturing engineering action ((B)(4) ) would be opened to review the manufacturing process used to assemble these devices. The mia investigated the DHR of the devices and the lot was released in accordance to established procedures. In the assembly process, there is a 100% verification in the assembly step done by the operators. A sampling inspection of 13 units is done by a certified operator outside the line. The maximum temperature reached during the vacuum dry process was 121.3°f (about 49.6°c). The fixtures used in the manufacturing of these devices have preventative maintenance performed every six months. Operators were informed about these complaints, and have been sensibilised to make more attention during the lupine assembly process. The manufacturing process was performed according to the procedures and is not the root cause of this issue. A definite root cause for this complaint cannot be confirmed. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A review into the depuy synthes mitek complaints system revealed two other similar complaints for this lot of 299 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that a defective lupine loop plus anchor w/oc device was opened during an unspecified surgical procedure. According to the reporter, the issue was detected after the pilot hole was drilled for anchor insertion, then the anchor was opened. It was further reported that after drilling, the device was opened and before insertion into the guide it was observed that the implant was defective. The surgery did not get hampered as extra implants were available and a new implant was opened and used. There was hardly a delay of one minute to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.